Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have periodically required several presses for a response over the (B)(6). She denied holes or tears in the keypad; and stated that she wears the pump in a leather case clipped to her waist. The pt is choosing to continue using the pump at this time.